Event description:
It was reported that these devices were rec'd at sterilization prior to receiving an ees tracking number. It was reported that (3) devices were used during a splenectomy. It was reported by the rep that the surgeon made several instrument exchanges and the seals tore on the 355ld and the 512sl, with t512 installed.